Manufacturer narrative:
The returned products were visually inspected under magnification. Most of the parts returned show no damage or excess wear. The distal housing ball shaft assembly that slides into the proximal housing is broken at the set screw hole. Under magnification, the ball shaft is fractured almost at the middle of the set screw hole with a good portion of the internal threading that engages the set screw being damaged. On one side of the set screw hole, there is excess damage that is cross threading. Looking at the edge of the fracture, there is a brittle fracture pattern that shows a high energy event occurred to break the shaft. The set screw does not show any signs of excess damage.

Event description:
A fracture was treated with the stableloc external fixator. When adjusting the distractor, the screw that adjusts the pins broke. The device, including pins, were removed and the doctor did an internal fixation with an aculoc 2 plate. There was a 25 minute delay in surgery as a result.